Manufacturer narrative:
Result: the introducer sheath was loaded backwards on the ruby coil. The pet lock on the proximal end of the ruby coil pusher assembly was broken, and the pull wire was retracted. The coil was detached from the pusher assembly and not returned. Conclusion: evaluation of the returned device confirmed that the introducer sheath was loaded backwards on the ruby coil. If the friction lock on the proximal end of the introducer sheath is advanced over the mid-joint of the pusher assembly, it is likely to become stuck. Further evaluation revealed that the pet lock was broken, and the coil was detached. This likely occurred due to improper handling during use. If the proximal end of the ruby coil was manipulated with excessive force, it is likely that the pull wire will be retracted and pet lock will break. This will allow the embolization coil to detach. Ruby coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician attempted to deliver the ruby coil; however, removed it from the patient. The technician re-sheathed the ruby coil in backwards into the orange sheath. The physician re-attempted to deliver the ruby coil for a second time; however, resistance was met and the ruby coil was removed. The procedure continued using a new ruby coil. There was no report of an adverse effect to the patient.